Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's stimulation would stop 24-48 hours after reprogramming resulting in the return of the pt's pain (B)(6). The ipg was interrogated and it was identified that the programmed parameters had returned to default values. The ipg was removed and replaced.